Event description:
It was reported that the user experienced a persistent ¿75 ¿ vibe i2c power¿ alert on the ilet pump for approximately two weeks, with beeping about every ten minutes, and that restarts initially cleared the alert but it later recurred and became non-resolving, consistent with a mechanical problem; a replacement pump was arranged and the user was informed the new device would reenter the learning phase. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified with the device, consistent with a manufacturing deficiency. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.